Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The current black box showed partially discharged batteries were installed resulting in low battery warnings, low battery alerts, and replace battery alarms. The battery cap was not returned. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. A test battery cap attached to the pump and powered it on. The current draws measured within specifications. The pump cover was removed to find evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.